Manufacturer narrative:
The customer called the siemens customer care center. The customer did not require technical support, as the customer had resolved the issue. The customer performed monthly maintenance of the integrated multi-sensor technology (imt) system and replaced the imt x- tubing. Then the customer primed all of the imt fluid lines, and ran calibration, resulting satisfactory. The customer ran quality controls (qc), resulting within acceptable ranges. The cause of the discordant, falsely low na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patients' samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.